Event description:
The patient was implanted with a left ventricular assist device (lvad). The chief of perfusion reported that the patient was placed on battery support for transport and then placed back on the power base unit (pbu) upon arrival. During the battery switch-over, the black threaded connector on the battery clip unscrewed from the clip and remained attached to the power cable. There was no harm done, as the chief of perfusion replaced the battery clip with a new one.

Manufacturer narrative:
The 12v sla battery clip was returned to the manufacturer for evaluation. The evaluation of the returned 12v sla battery clip confirmed the disconnection of the battery clip threaded connector from the battery clip housing. Upon examination of the battery clip housing, the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector is currently being addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) has been issued. No further information is available. The manufacturer is now closing its file on this event.